Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos mi60lus intraocular lens. Based on the information received, the capsule collapsed. The lens was removed and replaced with a different intraocular lens. Additional information has been requested.

Manufacturer narrative:
The damaged lens was returned to b+l and subjected to visual inspection. Results revealed the lens optic was torn not meeting current standard specifications. All four haptics were intact. Functional testing could not be performed due to the damage. The cause of the damage could not be determined. The condition of the lens is consistent with the lens that was removed from the eye. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Torn optic. (B)(4).